Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received in the original packaging and were visually and functional inspected. During functional inspection, leaking was detected between the connection of the tubing line and the cross spike connector. The reported failure mode is confirmed, related to the manufacturing/production process. The root cause and action plan will be documented through a corrective and preventative action (CAPA) and this complaint will be used for tracking and trending purposes.

Event description:
The customer reports that one of the sets came apart immediately at the tubing attachment point and the other two easily came disconnected from the spike. After the manufacturing site evaluated the device it was found to be leaking between the connection of the tubing line and cross spike connector.